Event description:
A customer reported that the "hundreds unit" is missing portions of the segments but the full display is available when the memory portion is activated. The customer also stated that the numbers would appear, if customer presses on the display window". A recent blood surgar example is 68-mg/dl while the result in memory displays a 168-mg/dl. A request was made to return the unit for evaluation.